Event description:
Had bilateral subcutaneous mastectomy surgery in 1986 with reconstruction and placement of gel implants. Now complains of pain and discomfort in breasts, superior elevation of implants and capsular contracture around both implants.